Event description:
It was reported that the patient was experiencing pain and pressure on the distal end of the left lead when the therapy is on. It was also noted that the patient had inadequate pain relief and non-target stimulation despite reprogramming. X-ray showed that the lead had shifted. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded by the medical facility.